Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-20 - user's test strip had poor storage. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Daughter is calling on behalf of the customer. The customer is concerned with tests results from all the results obtained. The expected fasting blood glucose test result range is 150-185mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the car. During the call a blood test was not performed by the customer. The test strip lot manufacturer's expiration date is 7/16/2020 and open vial date is one month ago. The meter memory was reviewed for previous test result history: (date and time not set up correctly) (B)(6).